Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent far-field r-wave oversensing was seen on the atrial channel. No patient symptoms were reported. Programming changes were recommended.